Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred, and the planned treatment/non-emergency treatment was aborted and continued by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Upon troubleshooting, fse found that the issue was due to the system software and fse performed full installation of x-ray system. After installation, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system could not run the application. No user or patient harm has been reported. Philips has started an investigation regarding the reported issue.